Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their teeth not coming out far enough and having air spaces on their front teeth. The patient's two teeth next to their front teeth have not come out far enough in their opinion. The patient has sent pictures and tag numbers off the 12th aligner before. The patient is on the 12th and final aligner, but it has air gaps.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.